Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three peritoneal dialysis (pd) patients experienced peritonitis. It was not reported if the patients were hospitalized for the events. The causes and treatments were not reported. At the time of this report, the patient's outcome and action taken with pd therapy were not reported. No additional information is available.